Event description:
The customer reported that while the patientnet was in use monitoring pts with amublatory telepacks at the bedsides, the pt expired during an extended period of drop-out. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.